Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged catheter fractured issue due to the fact that no sample was returned for evaluation. Although a definitive root cause could not be determined, the following contributing factors: inappropriate dimensional design and poor material selection could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2019).

Event description:
It was reported that some time post dialysis catheter placement, the catheter was allegedly fractured. Reportedly, the device was replaced. There was no reported patient injury.